Manufacturer narrative:
Philips has investigated this complaint. A quote for onsite service was provided to the customer, however the quote was cancelled as the customer informed philips that they no longer have an issue with the system. No device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation cancelled; no response received for further information.

Event description:
It has been reported to philips that the system was not powering on. No harm has been reported to philips. Philips has started an investigation of this complaint.